Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was flushed. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped nor bumped. The customer was advised for the back up plan. The device will not be returned for analysis.